Event description:
"Cause the screw hold size too big, cannot fix screw in the plate."

Manufacturer narrative:
Additional info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.